Event description:
Two yr old male with medical history of tetralogy of fallot s/p blalock-taussig shunt underwent tetralogy of fallot repair and right pulmonary artery enlargement using a 26mm pulmonary allograft on 3/30/95. During the procedure the pt's native bicuspid pulmonay valve was combined with a monocusp alteration of allograft. Approx a yr later pt required right ventricular outflow tract reconstruction using 17mm pulmonary homograft due to pulmonary stenosis and insufficiency. Operative report notes "wide-open pulmonary insufficiency and 2+ tricuspid regurgitation and quite significant right ventricular dilation with some impairment of function." Site did not assess relationship to homograft.